Manufacturer narrative:
The technician found the top left brake caster would not lock. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. The technician replaced the top left brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the top left brake caster will not hold. There was no patient/use injury reported. This report was filed in our complaint handling system as complaint (B)(4).